Event description:
Mandatory medwatch received from the customer reporting a loading dose was delivered that was not programmed into the device. The report states, "nurse called to pt room - states pca pump will not quit running. Pca pump did not finish until it administered a loading dose of 106.8mg demerol and a demand dose of 25mg. Loading dose had not been programmed into the pca pump. Pump has been checked by biomed. No malfunctions found. ? User error." The customer was contacted for further info. It was reported that the pt was still complaining of pain after the event. The customer reported probable user error in programming the device. There was no adverse pt event and no medical interventions were required for the pt.